Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 467 mg/dl. The customer had reported symptoms such as vomiting all morning and was treated with injections. Customer's blood glucose value was 467 mg/dl at time of incident. Customer's current blood glucose value was 467 mg/dl. Customer stated that they had high blood glucose at hospital and does not know why wants to check settings. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017. The blood glucose value when admitted to hospital was 225 mg/dl. The customer complained about pump is not receiving insulin. The customer cause of hospitalization per healthcare professional's was low blood pressure, waiting to go to rehab. Customer wearing the pump at time of hospitalization. The customer was unsure of drive support cap is protruded, loose, sticking out or flush there were no leaks or air bubbles. Customer reports basal rates are programmed accurately. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.